Event description:
A customer contacted baxter's technical service center regarding a malfunction on the homechoice (hc) unit. This event occurred during patient use. The registered nurse (rn) is not currently near the machine states she was told the machine ends therapy early and needs to be replaced. The technical service representative (tsr) tried to obtain more detailed information and the rn stated she was just told to swap machine out. The machine was swapped. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to the home patient (hp) till the new unit arrives. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice device was evaluated and the reported condition of the unit ending therapy early was not confirmed and not duplicated.